Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) common compute controller (ccc) was analyzed and found to have error 31089 in the logs, indicating that the fault had occurred in the field. Visual inspection found no issue related to the event. The ccc was installed onto a known good system and powered on with no issues. Then the golden system was set to run ten power cycles sitting idle for four days. Once the testing was completed, the system error logs were inspected, but no error could be identified. Fiber cable light level and all channels were well within normal range. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side cart (psc) common compute controller (ccc), vision side cart (vsc) ccc, internal pigtail fibers connecting to both boards and blue fiber cable (bfc) to resolve the issue. The system was tested and verified as ready for use. Return material authorizations (RMA) were issued to the customer requesting to have the intuitive surgical, inc. (Isi) devices returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a repeated recoverable error 31089 appeared. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 31089 between the vision side cart (vsc) and patient side cart (psc) in the logs. The tse advised to swap ports, but the issue persisted. There was no report of patient involvement.